Event description:
Customer reported receiving an e-4 message from his freestyle freedom meter. Customer reported experiencing symptoms of dizziness and lost his balance then he fell and broke his leg. Customer also reported losing consciousness and having a seizure during the course of the event. Paramedics were called and transported customer to a health care facility where he was diagnosed with severe hyperglycemia and treated with insulin. Customer further reported he was hospitalized for about 5 days while waiting for his operation and he was taking unspecified medication for his pain. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The meter was returned and investigated with retained test strips. The complaint was not confirmed and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing.

Manufacturer narrative:
This is an initial report. The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.

Manufacturer narrative:
This serves as a correction report. On the 30-day follow-up #1 was incorrectly populated as (B)(4) 2014. Correct date received by manufacturer is (B)(4) 2015. Field has been updated appropriately.